Manufacturer narrative:
Product event summary: the device was not returned for analysis; however, the device data memory was received and analyzed. Analysis of the device memory indicated oversensing due to emi (electromagnetic interference)/noise. Analysis of the device memory indicated rv (right ventricular) oversensing. Analysis of the device memory indicated undersensing information.

Event description:
It was reported that the implantable cardiac monitor (icm) was observed to have sensing issues. The icm would sometimes undersense, then oversense with t-wave oversensing, noise oversensing and myopotential oversensing. The icm was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.